Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide therapy. The customer advised that the device inadvertently shocked and there was a popping sound and the therapy was not delivered. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not provide therapy. The customer advised that the device inadvertently shocked and there was a popping sound and the therapy was not delivered . There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to field effect transistors, designators q71 and q74. The transistors were electrically damaged. The customer received a replacement device and the returned device archived by stryker.